Manufacturer narrative:
Device return: five (5) used d1000 tego connectors were returned for analysis and investigation. Although requested the involved mating/access devices were not available and or returned. Investigation: visual inspection (pre and post decontamination) of the "as received" tego connectors recorded various component damages, internal residual blood was present primarily between the seal and housing. Engineering testing and analysis to the applicable product specification, including pressure leak testing (activated and unactivated) was performed. The results recorded three of the tego connectors leaked, failed and the remaining two (2) tego connectors passed. The three tego connectors that leaked were than disassembled to perform additional analysis of the internal componentry. The results recorded damages / tears to the seal slits. The characteristics of these component damages are consistent with incorrect techniques/usage conditions (overtightening & continued connection rotations). Findings: engineering testing and analysis of the "as received" used tego devices did replicate the reported leakage issue with three of the five returned used tego connectors. The root cause(s) of the leakages were due to component damages consistent with incorrect techniques/usage conditions (overtightening; angled entry and continued connection rotations).

Event description:
Int'l. (Ch) complaint received reporting multiple events/leakage issues with use of fresenius dialysis bloodline tubing set; braum omnifix syringe and d1000 tego connectors. The initial information received describes the events /issue as follows "..the yellow connectors with check valves are leaky. .... The nursing staff discovered the problem immediately, they reacted immediately and the tego was replaced successfully within a very short time. The problems occurred at the beginning of the second dialysis during pre-flushing." There was no serious injury, no change in patient's baseline clinical status and no adverse consequences." This is the mfgers. Follow up report to provide additional information and device return investigation findings.

Event description:
Int'l. ((B)(6)) complaint received reporting multiple events/leakage issues with use of fresenius dialysis bloodline tubing set; braum omnifix syringe and d1000 tego connectors. The initial innformation received describes the events /issue as follows "..the yellow connectors with check valves are leaky. .... The nursing staff discovered the problem immediately, they reacted immediately and the tego was replaced successfully within a very short time. The problems occurred at the beginning of the second dialysis during pre-flushing." There was no serious injury, no change in patient's baseline clinical status and no adverse consequences."